Manufacturer narrative:
Concomitant product: product ID 8709sc, lot# h885354910, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that ¿during the patient was implanted the catheter,¿ the physician found the device was damaged. The patient was reported as ¿good.¿ it was unknown what medication this device system delivered at the time of the event. Additional information was requested. It was further reported that location of the damaged catheter was not provided. This was identified when the physician implanted the catheter. It is unknown if surgical intervention occurred. No reported segments were left in the patient. It was unknown what medication this device system delivered at the time of the event. The patient was good now and it was unknown if the patient was receiving effective therapy.

Manufacturer narrative:
Analysis of the catheter found a hole between the 29 and 30 cm markings on the catheter. The characteristics of the hole were very typical of a shear hole caused by an interaction of the catheter with its guidewire during the implant procedure.